Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 893013) inserted for female sterilisation. The patient's concurrent conditions included nabothian cyst and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right side tube essure deployed with no difficulties and 4 coils seen.left side ostia visualized and essure deployed with no difficulties. Discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2021: cervix: sqamous metaplasia and nabothian cysts endometrium late luteal phase; benign polyp myometrium no pathologic alteration serosa- fibrous adhesions. Lot number: 893013, manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 893013) inserted for female sterilisation. The patient's concurrent conditions included nabothian cyst and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right side tube essure deployed with no difficulties and 4 coils seen. Left side ostia visualized and essure deployed with no difficulties. Discrepancy noted: date(s) of insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: cervix: squamous metaplasia and nabothian cysts, endometrium late luteal phase; benign polyp. Myometrium no pathologic alteration. Serosa- fibrous adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: medical record received. Case updated to serious incident because of essure removal. Previously reported event injury was updated to chronic pelvic pain. Reporter, medical history, lab data and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.